Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further events have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years 10 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was experiencing shortness of breath and fatigue with any and all activity. The patient was admitted on (B)(6) 2019 for right heart catheterization with speed optimization to improve shortness of breath. The patient had runs of ventricular tachycardia over night on (B)(6) 2019 for approximately 12 seconds. The patient was given 250 cc of normal saline and started on losartan 25mg daily. The patient then experienced 17 beats of ventricular tachycardia on (B)(6) 2019. Patient remained asymptomatic with a few episodes of nonsustained ventricular tachycardia overnight. No additional information was reported.